Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed full functional testing without duplicating the report. The device worked as designed and configured, and within the limitations of the technology available. The device was recertified and returned to the customer. It was reported that the device prompted shock advised after the patient was awake. The operator's guide instructs: never use the AED pro unit for defibrillation when the patient is conscious, is breathing, or has a detectable pulse or other sign of circulation. It is concluded that the device was used incorrectly. Analysis of reports of this type has not identified an increase in trend.